Event description:
It was reported that the fowler would drift due to fowler clutch malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the fowler would drift due to a faulty motor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by the customer who determined thr fowler was drifting due to a faulty motor. The serial number of the bed could not be provided by the customer as the bed was repaired and placed back in service by the customer and the serial number was not recorded. Customer performed evaluation.